Event description:
It was reported that the connection to the 9800 sys was loose. The c-arm went to all blocks during a procedure. The sys was rebooted and the procedure was completed with no injuries.